Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was received for evaluation.

Event description:
It was reported that during an opening wedge osteotomy 1st metatarsal procedure, when the surgeon opened the chronos wedge sterile packaging, the chronos material crumbled and fell apart. This was prior to implantation. The surgeon selected the next size chronos wedge, opened it with no further problem, and completed the procedure. There was no effect on the patient from the crumbled product.

Manufacturer narrative:
(B)(4): original awareness date is 01/05/2012.

Event description:
(B)(4)